Event description:
A customer contacted beckman coulter inc., (bec) and states there is a bloody leak in the drip tray of the coulter lh 750 slidemaker. The leak filled approximately 1/4 of the drip tray and was contained. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and eye protection. There was no exposure to mucous membranes or open wounds and medical attention was not sought. The material safety data sheet (msds) was not reviewed by the customer. It is unknown if there is an exposure/risk management plan available at the facility. There was no impact to patient results, as the unit does not generate results. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The slidemaker may contain blood and diluent during normal operation, and cleaner during shutdown. A bec field service engineer (fse) was dispatched on (B)(4) 2012. The fse indicated that the customer reported labels not been placed on slides correctly and fluid detector errors. The fse inspected the instrument and found that probe was plugged. The fse flushed the probe and replaced pink stripe tubing. The fse also performed alignment verification on printer and verified instrument operation. The cause of the leak was the plugged probe. (B)(4).